Manufacturer narrative:
(B)(4). This device was removed from service for normal battery depletion and returned for testing nine years after the initial observations were reported. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information interrogation of this device revealed the lead safety switch (lss) had been triggered due to an out of range pacing impedance measurement on the atrial channel. The atrial lead is a competitive lead. A boston scientific technical services consultant discussed the lss parameters and reprogramming for bipolar operation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.